Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting for a change sensor and calibration alert, his blood glucose was over 400 mg/dl. Customer's current blood glucose was 67 mg/dl. Customer treated with a bolus of 10 units of apidra. Customer declined troubleshooting for unexplained high blood glucose.